Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a unknown noise was coming from the ventilator's flow sensor or blower. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
It was reported that the flow sensor assembly or blower is making a loud noise. The caller advised that he is not sure which one is making the noise. The engineer provided the part ID for both the blower and flow sensor assembly. Several attempts have been made to contact the customer. The customer is not available for follow up, so no response from the customer. No parts were returned to failure investigation.